Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: ((B)(4). H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Tidal volume control was rebounding, battery door was damaged, and small knob end caps were missing. After visual inspection, peep control test performed. With a known, working patient ventilation hose connected to the outlet port and the sensing line attached, the manometer gauge needle moved during gas-driven activation. However, the device failed the peep control test. The customer's complaint was confirmed, and the root cause was the peep function being out of calibration. Readjusting the peep control valve fixed the problem. The device has passed all functional testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit was having an issue with the gauge. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.